Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. Patient stated had gone through the activation process and it was all fine, then it seemed like the cannula had inserted, but when taken off patient didn't feel the needle come out so patient knew it wasn't inserted. Patient also stated that the adhesive was wet and smelled of insulin, thus, was unsure if cannula was properly seated in the infusion site (arm).

Manufacturer narrative:
The pod was received with the cannula deployed and the needle fully retracted. No issues were found that would result in the pod not delivering insulin. It could not be determined if the cannula was properly inserted. After investigation no damages, tears or leaks were found that would result in fluid leaking or failure to deliver insulin.